Event description:
It was reported that the patient experienced low glucose episodes around lunch and dinner while using the ilet, and they requested additional in-person training; the patient also has gastroparesis. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included user troubleshooting and education. Investigation of this case revealed no device malfunction reported and that training needs were identified to address meal-related hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.